Event description:
It was reported that the tip of the depth gauge snapped off during a case. The tip was recovered and disposed of.

Manufacturer narrative:
Investigation in progress, but not yet complete.